Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer tested the iabp overnight and reported that no further issues were exhibited. The iabp passed the leak test, as well as, the battery check to factory specifications. It was reported that the alarm was apparently due to the fact that the balloon hose was a little loose in the connection. The customer reported that the iabp was cleared for clinical use.

Event description:
During patient use, the cs300 intra-aortic balloon pump (iabp) stopped and a "leak in iabp circuit" alarm was generated. The customer replaced the iabp with another to continue therapy using the same catether. Upon replacement, no further issues were reported. There was no patient harm and no adverse event was reported.

Event description:
During patient use, the cs300 intra-aortic balloon pump (iabp) stopped and a "leak in iabp circuit" alarm was generated. The customer replaced the iabp with another to continue therapy using the same catether. Upon replacement, no further issues were reported. There was no patient harm and no adverse event was reported.